Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One full osseotite® implant 4 x 11.5mm, fos411 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. No apparent malfunction identified with the implant. Device history record (DHR) review could not be performed as the lot number associated with the reported unknown biomet screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
It was reported screw fracture. Implant was removed. Patient has been rescheduled for new implant placement.